Event description:
Customer reported that a pt had been undergoing treatment for approximately one half hour when it was noticed that the blood was dark on the venous end and venous pressure alarms occurred that the staff could not clear. Venous pressure increased up to 450-500mg. The staff thought that a clotting occurred and they changed the dialyzer and the blood tubing set. The same problem occurred again after about 10-15 minutes of treatment. Pt was switched to a second machine and was hypotensive. The pt was administered 1500cc of saline. It appeared that the pt had ultra-filtrated on the previous machine. The pt was fine when the treatment was completed on the second machine. The pt's post treatment weight was 1kg lower than expected. The pt returned to the clinic for normally scheduled therapies without incident.